Manufacturer narrative:
The device was returned for evaluation. The eds iii was visually inspected, and the patient-line stop cock (3-way tap) was cracked. This was due to over-tightening. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. A review of manufacturing records could not be performed, as no lot number information has been provided. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, an eds3 leaked fluid from the 3-way tap following the patient being rolled. Device was replaced with another with no adverse harm to patient. Product will be returned.